Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer started vomiting and aching, and got thirsty. The caller mentioned that she changed the infusion set a couple of times to make sure the flow of insulin was going thru the tubing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, basic occlusion, excessive no delivery alarm test. Unit had scratched display window, stripped battery cap coin slot and broken belt clip slot.